Manufacturer narrative:
Concomitant medical products: 4968, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead exhibited noise, high pacing impedance, multiple high rate non sustained episodes, elevated sensing integrity counter (sic) counts, and oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.